Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection following their procedure. Surgical intervention was undertaken and the patient's system was explanted. The patient was hospitalized and had a fever. The infection is now resolved.